Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient did not calibrate according to user's guide specifications. The patient did not report injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) /2014 confirming the reported event of inaccurate readings.

Manufacturer narrative:
(B)(4).